Manufacturer narrative:
In follow up with the customer, she stated that one of the prongs was loose on the power supply and she could pull on it to get out. She also stated that she dropped the power supply and it cracked the housing between the prongs and she is no longer able to plug it in. The product was evaluated and it was identified that the housing on the power supply was breached and the prongs were damaged. The issue with a damaged rev n power supply for the pump in style device was addressed in investigation (B)(4), which was trended as part of the effectiveness check for (B)(4), which found that the power supplies were being damaged during shipment from the manufacturer to medela. As a part of routine continuous improvement activities, the rev n power supply was replaced with a rev p power supply, manufactured under a revised design and by a different manufacturer.

Event description:
On (B)(4) 2017, the customer alleged to medela llc the prongs on the power supply for her pump in style breast pump were loose and fell into the housing. She was able to see through housing between prongs.